Manufacturer narrative:
Product event summary the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pacing leads (ipl), the patient suffered from suffering from tricuspid valve regurgitation (tvr) and the severity required a tricuspid valve replacement. During the tvr the pacing leads were removed and new lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.